Event description:
It was reported that the holster could not be fired. No further info is available. No reported pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.